Manufacturer narrative:
(B)(4) - (won't inflate). A visual examination of the returned device found that the balloon at the distal end of the device was torn. A functional evaluation with an air filled syringe found that the balloon would not inflate due to the tear. A second evaluation was performed with the air filled syringe, with the distal tip , including the balloon, submerged in water, and it was found that air bubbles leaked out of the torn balloon surface. The condition of the returned unit was consistent with the complaint incident that the balloon would not inflate. Based on the evaluation, a tear was identified in the balloon. However, during manufacturing, the devices are 100% inspected for balloon integrity and inflation/functionality. Therefore, the most probable root cause is caused by another device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after performing the sphincterotomy with the device, they tried to inflate the balloon however it would not inflate. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; "the balloon at the distal end of the device was torn".